Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood collection while using an unspecified number of bd vacutainer® one use holder, pressure applied while fitting the tube reportedly caused the vacutainer to disconnect from the scalp set. No adverse impact was reported regarding the patient or user.